Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a lot of air in the cassette at the end of 24 hours of infusion, and the inner bag of cassettes are bigger and cannot be completely expanded. The reporter noted that there was no visible air in cassette when it was prepared. The outcome of the event is resolved. The operator of the device was the lay user/patient. There was no patient injury.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.